Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the blue side of the anti reflux valve breaks off very quickly when removing the cap from the vent line of the gastric siphon which has caused it to jam several times in use. Sometimes you have to wiggle and pry something a bit to get it out and in the process the blue side breaks off.